Event description:
It was reported that during a pph procedure, the doctor underwent all proper procedures, including patient positioning (lithotomy), anesthesia, insertion of dilator and anoscope, proper suture skills (2cm from dentate line) which penetrate the mucosa and form a complete circle of suture. After that, careful examination is conducted to confirm that the entire circumference of the mucosa is up against the center of the rod. The device was then inserted, the doctor then pull out the suture thread through the lateral channels with the suture threaded and a knot was formed outside and pulled tight. The stapler was then closed slowly without pushing in, until the indicator fell within the safety zone. The safety lock was released. The stapler was then fired, but no crunch sound heard. And so the doctor further pressed the handle, with maximum force, but still no sound heard. He then waited for one min for tapenade effect. Then the stapler was opened. It was found that no staple formed on the mucosa, and the donut cut out was incomplete. Series oozing occurred and immediate complementary suturing was required. No patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.